Event description:
It was reported that the patient experienced hypoglycemia with a documented blood glucose of 51 mg/dl, treated with oral carbohydrates including peanut butter sandwiches and glucose tablets, after which fingerstick confirmation was requested and subsequent readings increased to 90 mg/dl and later 144 mg/dl; the cause was unclear and troubleshooting and education with nursing staff were completed. Symptoms included low blood glucose. Outcomes included recovery without escalation of care. Investigation included customer support assessment, coordination with nursing staff, and device use troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and resolution following oral carbohydrate treatment. It was concluded that the event was consistent with hypoglycemia of unclear cause without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.